Event description:
It was reported that the patient had high impedances, greater than 2000 ohms, on electrode pair 0-3. All other impedances were within normal range. The patient was to have an MRI to place a new lead. It was noted that the patient was "maxed out." It was stated that this statement was in reference to conducting the impedance test at higher voltages, which the patient did not tolerate very well. Subsequent information indicated that the patient will be changing out their implantable neurostimulator because "it's been several years and they are trying to get better programming for the patient." Additional information had been requested, but was not available as of the date of this report. See MFR. Report # 3004209178-2012-05828 for related concomitant product event.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(4), explanted: product typ, extension; product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ extension; product ID, 37642 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient; product ID, 37602 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ implantable neurostimulator; product ID, 3389s-40 lot# v031581 serial# implanted: 2007 (B)(6), explanted: product typ lead; product ID, 3389s-40 lot# v031581 serial# implanted: 2007 (B)(6), explanted: product typ lead. (B)(4) .